Event description:
It was reported, post implant, that the remaining longevity on the implantable cardioverter defibrillator (ICD) was less than expected. The device showed that there were alerts that had triggered about ten months prior while still in the box and had been stored in an unheated place since it then. The battery status displayed a grey bar. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Device detections were turned on prior to implant; the battery needs time to fully stabilize after implant before accurate longevity predictions may be made. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Device detections were turned on prior to implant; the battery needs time to fully stabilize after implant before accurate longevity predictions may be made. Concomitant medical product: 6935m62, lead, implanted: (B)(6) 2015. (B)(4).